Manufacturer narrative:
This report is submitted on september 27, 2022.

Event description:
Per the clinic, the patient's magnet was dislodged during an MRI on (B)(6) 2022. Surgery to replace the magnet was completed on (B)(6) 2022.